Event description:
It was reported that pump showed malfunction code 12 with a non-resettable fault and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, continued insulin therapy using replacement pump, and received replacement via courier, while technical support arranged shipment and provided transport instructions for returning problematic pump.